Event description:
The complainant stated the head of bed is up and there was no bed functions working. This causes the pt to slide toward the foot end of the bed and they have to keep repositioning the pt.

Manufacturer narrative:
The tech isolated the issue to the hand pendant. He replaced the pendant to repair the bed.